Event description:
It was reported that after a da vinci-assisted thoracic pulmonary lobectomy and wedge resection procedure, a prolonged air leak from the staple line occurred and was identified while the patient was still hospitalized. The staple line was reportedly made by an 8mm sureform 30 stapler instrument and with a blue sureform 30 reload. This was the surgeon¿s first-time using blue reloads on lung parenchyma. The surgeon explained that he usually uses them for vessels. The sureform 30 stapler instrument was used on fresh tissue with 2 or 3 fires. There were no obstructions or malformed staples, and no buttress material was used. The patient was discharged home with a chest tube and the air leak dissipated on its own within two weeks, when the tube was removed. The patient is reported to have recovered and is doing well. There was no allegation of device malfunction, stapler misfire, or patient harm.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A stapler log review was conducted by an isi failure analysis engineer (fae). Per the fae, the log show that a sureform 30 stapler instrument, sureform 45 stapler instrument, and sureform 45 curved-tip stapler instrument were used. The fae indicated that there is some discrepancy between the reload colors used in the complaint and what the logs show. The surgeon claimed that complication involved a staple line created by the use of a sureform 30 stapler instrument and blue reload. However, the stapler logs do not show evidence that a blue sureform 30 reload was used/fired during the case. According to the fae, the first stapler instrument used was a sureform 45 stapler instrument (part #480445-04; lot #l10220613-0155). This stapler instrument fired 7 reloads (2 green, 1 blue, 4 green, in that order). Of the 11 total firings in the procedure, this instrument performed firings #1, 2, 5, and 8 through 11. All 7 firings were completed per the logs with 0 or 1 pauses for compression. There were no incomplete clamps by this instrument. The second stapler used was a sureform 30 instrument (part #488530-10; lot #u90220606-0072). This stapler instrument fired 3 reloads (all white). Of the 11 firings in the procedure, this instrument performed firings #3, 6, and 7. All 3 firings were completed per the logs with 0 pauses for compression. There were no incomplete clamps by this instrument. The third stapler used was a sureform 45 curved-tip stapler instrument (part #480545-04; lot #t90220321-0089). This stapler instrument fired reload (blue). Of the 11 firings in the procedure, this instrument performed firing #4. The firing was completed per the logs with 0 pauses for compression. There were no incomplete clamps by this instrument. There are no errors in the system logs that are related to the reported complaint. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted thoracic pulmonary lobectomy and wedge resection procedure, a prolonged air leak from the staple line occurred and was identified while the patient was still hospitalized. The patient was discharged home with a chest tube and the air leak dissipated on its own within two weeks, when the tube was removed. The cause of the operative complication is unknown.